Event description:
The patient fell while bowling. After the fall, she noticed pain and return of bladder symptoms, though it was not immediately after fall. The patient complained of four days of pain in the vaginal area where the stimulation usually was felt. The pain was present with the device on. The stimulation voltage turned down or completely off. The pain was not as intense with the device off. The healthcare professional reprogrammed the patient and the pain diminished some but did not go away. Impedances were not measured. Additional information has been requested.

Manufacturer narrative:
(B) (4)